Manufacturer narrative:
Updated fields: b4,d4,g3,g6,g1,h2,h6(type of investigation, investigation findings, investigation conclusion),h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit the fse performed fos test as required, test failed. Removed and replaced fiber optic module as required. Completed repair with all functional and safety tests per manufacturer specifications.

Event description:
N/a

Event description:
It was reported that before use, the fiber optic module of cardiosave iabp (intra-aortic balloon pump) was not functioning. There was no patient involved and no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.